Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received two calibrations not accepted. The customer did not receive a change sensor alert after the calibration errors. The customer stated that she was unable to calibrate overnight, and the insulin pump would take her out of auto mode since the night before. The customer indicated the insulin pump kept requesting for bg readings. The customer noticed that the meter had a low blood glucose reading of 40 mg/dl. The insulin pump did not accept the calibration. She wasn't feeling low, but she could tell she was going down, had some juice and when she checked, it was 79. Calibration best practices were reviewed. The product will be returned for analysis.